Event description:
After implantation of a taxus express2 2.5x12mm drug eluting stent, an in-stent stenosis occurred. During the index procedure, the target lesion was located in the posterior descending artery (pda). Pre-intervention stenosis was reported as 90%. Post intervention stenosis was reported as 0% after placement of a 2.5x12mm taxus stent. No information was reported on the calcification or tortuosity of the treated vessel. No information was reported on medications used during the procedure. The patient was reported to have tolerated the procedure well. The patient presented 327 days after the index procedure with a 70% in-stent restenosis of the ostial segment of the pda and a 90% in-stent restenosis in the mid segment of the pda. A 2.5x24mm stent was deployed in the in-sent restenosis region of the pda. Post intervention stenosis was reported as 0% for the ostial and mid segment of the pda. The patient was reported to have tolerated the procedure well.